Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to place rsd order asked if we had any other tape outside the paper tape 16-5301-0. Patient stated the paper tape gave her a bad allergic reaction, she got a rash and a burning type reaction, stated it still hurts, and her skin is still scabbed, and it is extremely painful. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).